Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. The lot was manufactured between may 22, 2017 ¿ may 23, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate under infused the therapy solution. The intended therapy run time was 30 minutes; however, the actual run time was between 60 and 90 minutes. The intermate was filled with a total volume of 100ml (80ml of ceftazidim and 20ml of sodium chloride). There was no patient injury or medical intervention associated with this event. No additional information is available.